Event description:
A malfunction alarm related to altitude was reported for a customer's pump. The customer's blood glucose level was 140.4 mg/dl. The customer had previously reported similar issues within the past month and was adhering to preventive measures. Technical support arranged for the pump to be replaced, ensured the warranty was valid, and confirmed the customer's address for shipping. Instructions were given to return the faulty pump using a pre-paid label, with the customer acknowledging the process and confirming an understanding of how to store the pump before it is returned. The customer planned to use mdi as backup therapy to ensure continued insulin delivery.